Event description:
Boston scientific received information that this system was exhibiting increased shocking impedance measurements which exceeded 125 ohms. Additionally, anti-tachycardia pacing (atp) therapy had been delivered for ventricular tachycardia (vt). Fluoroscopy did not reveal a lead fracture. Therefore, a revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.